Manufacturer narrative:
Section d4: correction: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Approximate age of device ¿ 5 months (the age is calculated from the date of implant to the event date.). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the recent liability of international normalized ratio (inr), on sunday (B)(6) 2019, the patient experienced increased fatigue, shortness of breath and dark loose bowel. On (B)(6) 2019, she had a bowel movement of normal color, but also noted bright red blood on toilet paper. In emergency department, labs were notable for hemoglobin of 5.7, down from 8 on (B)(6) 2019. She was given 2 units of prbcs and was admitted under the cardiology service. Patient was admitted on (B)(6) 2019 and was given a capsule study to determine status/location/severity of gi bleed. Capsule study was negative and showed no gi issues. Once admitted she had no symptoms. Warfarin was stopped and she was bridged on lovenox to bring her inr down to therapeutic range. Upon admission she no longer had any gi bleeding signs or symptoms. Inr was brought to therapeutic range after capsule study and she was discharged home on (B)(6) 2019. Video capsule endoscopy was done on (B)(6) 2019, no sources of bleeding or arteriovenous malformation (avms) were noted on this study. Although the quality of the study was less than ideal. Throughout the hospitalization, there were no further episodes of bleeding, hemoglobin stabilized, and she was discharged in stable condition on (B)(6) 2019.